Manufacturer narrative:
Motion interrupt pan...

Event description:
It was reported by service report that the bed is all the way up and won't go down. No pt involvement or adverse consequences are reported.